Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. There was no reported adverse impact to the customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.